Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery, the burr fell out of real intelligence robotic drill during femoral burring. They attempted to recalibrate, but cori would not allow an advancement. They quit case, and then "resumed operation". They attempted to proceed with the same real intelligence robotic drill, but cori would not allow advancement. Therefore, they switched out the drill. The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed as a consequence of the problem reported. The real intelligence robotic drill and ri robotic drill attachment got locked together.

Manufacturer narrative:
H3, h6: the device, real intelligence robotic drill, p/n rob10013, (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The evaluation was performed using a tester long attachment. The drill passed kpc test and a case was review successfully without any error message. The bur was secured in placed during the completed evaluation. The drill was found to operated as design. Although the reported problem was not confirmed, factor that may have contributed to the reported symptom may have been associated with a long attachment retaining nut failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.